Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was implanting an abre stent system for the treatment of a calcified lesion with 50% stenosis in the right proximal common iliac vein.  A 9fr non-mdt sheath and .035 guidewire were used. The device was prepped as per the IFU with no issues identified. It was reported that deployment issues were experienced and the device was unable to deploy. Resistance was encountered and force was applied. The thumbscrew/lock-pin was checked for securement prior to procedure and the lock-pin was removed prior to deployment. The thumbwheel was difficult to rotate on the 1st and 2nd rotation, but the physician pressed hard to rotate thumbwheel. 3rd and 4th rotation was more difficult to rotate and then the thumbwheel stopped and wouldn't rotate any further. The physician broke the handle, removed the clip and used pin/pull method to deploy the stent. The abre stent enlongated so they had to re line with 3 additional abre stents.

Manufacturer narrative:
Product analysis device returned with an introducer, the protective sheath and the handle opened (photo 4). The introducer was filled with biologics. A kink was observed on the inner tubing. Approximately 155mm of the inner tubing was exposed the handle returned opened. Not all components of the handle was returned. The wire inside the handle was damaged no damage was observed to the protective sheath image analysis three images were provided for evaluation. In the image provided you can see that the stent appears to be elongated and deformed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.